Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture at all outputs in the unipolar and bipolar configurations. Bipolar sensing thresholds had decreased. During the lead extraction procedure, complete loss of capture was noted at maximum output. A pocket in- fection was also observed. The patient was being treated for infection and lead removal was rescheduled.